Manufacturer narrative:
D4 - primary UDI number corrected. One device was received for evaluation. Functional testing was performed. The reported problem was unable to be confirmed. The device passed all functional tests.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device interlog did not move. There was no patient involvement and no patient harm/adverse event reported.